Event description:
It was reported that 49 bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: there have been several that are clogged or require a lot of pressure.

Manufacturer narrative:
Medical device lot#: an invalid lot#: of 1147927 was provided by the initial reporter. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.